Event description:
IT WAS REPORTED THAT THE PATIENT INITIALLY STATED THAT, WHILE WEARING OXYGEN AND ATTEMPTING TO WASH THEIR FACE AT A BATHROOM SINK, A SPARK WAS GENERATED BY THE HOT WATER, CAUSING THE OXYGEN TUBING TO IGNITE AND EXPLODE. THE PATIENT LATER RECANTED THIS ACCOUNT AND REPORTED THAT THE INCIDENT OCCURRED WHEN A LIGHTER WAS IGNITED IN CLOSE PROXIMITY TO THE OXYGEN TUBING, ACKNOWLEDGING THAT THE LIGHTER WAS THE SOURCE OF IGNITION. AS A RESULT OF THE EVENT, THE PATIENT WAS HOSPITALIZED AND TRANSFERRED TO THE INTENSIVE CARE UNIT (ICU) FOR OBSERVATION AND TREATMENT. THE PATIENT SUSTAINED FIRST- AND SECOND-DEGREE BURNS TO THE FACE, HEAD, AND UPPER CHEST, AS WELL AS NASAL CONGESTION, AND RECEIVED WOUND CARE TREATMENT AND A PLASTIC SURGERY CONSULTATION.

Manufacturer narrative:
ANNEX G - 4756: APPROPRIATE TERM/CODE NOT AVAILABLE - HIGH FLOW OXYGEN THERAPY KIT. THE COMPLAINT PRODUCT WAS NOT RETURNED FOR EVALUATION. A REVIEW OF THE DEVICE HISTORY RECORD IS IN-PROGRESS. ALL INFORMATION REASONABLY KNOWN AS OF 10 JULY 2026 HAS BEEN INCLUDED IN THIS HEALTH AUTHORITY REPORT. SHOULD ADDITIONAL INFORMATION BE OBTAINED, A FOLLOW-UP HEALTH AUTHORITY REPORT WILL BE PROVIDED. THE INFORMATION PROVIDED BY AIRLIFE REPRESENTS ALL OF THE INFORMATION KNOWN AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT/REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO AIRLIFE. AIRLIFE HAS NO INDEPENDENT KNOWLEDGE OF THE EVENT REPORTED BUT IS RELAYING THE INFORMATION PROVIDED BY THE USER FACILITY WHERE THE INCIDENT OCCURRED. THIS PRODUCT INCIDENT IS DOCUMENTED IN THE AIRLIFE COMPLAINT DATABASE AND IDENTIFIED AS COMPLAINT-14756. THIS INFORMATION IS SUBMITTED PURSUANT TO 21CFR803, IN COMPLIANCE WITH THE MEDICAL DEVICE REPORTING REQUIREMENT, AND SHOULD NOT BE CONSIDERED TO BE AN ADMISSION THAT AN AIRLIFE PRODUCT WAS DEFECTIVE OR CAUSED SERIOUS INJURY.

Event description:
It was reported that the patient initially stated that, while wearing oxygen and attempting to wash their face at a bathroom sink, a spark was generated by the hot water, causing the oxygen tubing to ignite and explode. The patient later recanted this account and reported that the incident occurred when a lighter was ignited in close proximity to the oxygen tubing, acknowledging that the lighter was the source of ignition. As a result of the event, the patient was hospitalized and transferred to the intensive care unit (ICU) for observation and treatment. The patient sustained first and second degree burns to the face, head, and upper chest, as well as nasal congestion, and received wound care treatment and a plastic surgery consultation.

Manufacturer narrative:
Annex G - 4756: Appropriate Term/Code Not Available - HIGH FLOW OXYGEN THERAPY KITCorrection: G4.The complaint product was not returned for evaluation; however, photographic evidence was provided by the reporter. Review of the submitted photos confirmed the reported issue. The investigation determined that the event resulted from user error. A review of complaint history identified no similar complaints involving the same part number and failure mode within the previous 24 months. No additional trends were identified; monitoring will continue for any emerging trends.The Device History Record for lot 592175 was reviewed, and confirmed that the product was manufactured according to specifications.All information reasonably known as of 13 Aug 2026 has been included in this Health Authority Report. Should additional information be obtained, a Follow-up Health Authority Report will be provided. The information provided by AirLife represents all of the information known at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to AirLife.AirLife has no independent knowledge of the event reported, but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the AirLife complaint database and identified as (b)(4).This information is submitted pursuant to 21CFR803, in compliance with the medical device reporting requirement, and should not be considered to be an admission that an AirLife product was defective or caused serious injury.